Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported tooth fracture, teeth damage, inflammation, tooth discoloration, excessive root resorption, sensitivity, and infection. No further information available.